Event description:
Healthcare professional reported a xen®45 gts "actuator stuck stent did not deploy - not smooth" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.